Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was released. The patient was to return the following day for chest tube removal. The physician attributes the pneumothorax to another manufacturer's biopsy forceps and not the superdimension system. If additional information pertinent to the incident is obtained a follow-up report will be submitted.